Event description:
As reported, after what appeared to be a successful deployment, physician could not find pedal pulses with doppler. Ended up having to cut down due to femoral artery being occluded.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
One 18f manta closure, one 18f sheath, and one 18f introducer was returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. The manta 18f sheath hub was locked into the 18f manta closure and exhibited an engaged lever. The collagen, radiopaque lock and anchor were not returned. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f manta was deployed for closure in the left common femoral artery. Arteriotomy was noted as 8mm, mild posterior calcification, and a depth deployment measurement of 4.5cm+ 1cm. After two attempts utilizing micro puncture and ultrasound, a central positioned access was achieved. No issues were encountered advancing or withdrawing the procedural sheaths. Following what appeared to be a successful deployment, pedal pulses could not be found on doppler; and an occlusive blockage in the femoral artery stopped flow in the leg. The vascular surgeon was called in, performed a cut down and explanted the manta device. Due to insufficient amount of information regarding the initial and deployment procedures, and no angiograms submitted for this investigation a root cause for the occlusion requiring surgical intervention cannot be determined. Potential adverse events related to the deployment of vascular closure devices have been identified and include ischemia of the leg or stenosis of the femoral artery, perforation of iliofemoral arteries, causing bleeding/hemorrhage, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.